Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest and displacement test. No display anomalies noted. However, device nit received with corroded battery tube. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert or failed battery test noted during testing or in the device trace download.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stopped working. The customer¿s blood glucose value was unknown. The customer changed battery several times, batteries were new. The insulin pump will be returned for analysis.